Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect of pericardial effusion and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the pericardial effusion. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The transseptal puncture was performed without issue. The steerable guide catheter (sgc) was advanced to the septum and during tenting of the septum a pericardial effusion was noted. The sgc was removed from the anatomy. The cause of the pericardial effusion was unable to be identified. Pericardiocentesis was performed and 600 ml of blood was removed. The mitraclip procedure was aborted. The patient was checked after one and three hours post procedure and remained stable. There was no additional information provided.